Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and peripheral neuropathy. It was reported that the patient had an infection surrounding the device. No further information was provided. Additional information has been requested regarding when the infection was developed, actions/interventions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from the patient on (B)(6) 2016 stating that the patient first started experiencing the infection early the next year after implant, as they did not notice the actual infection except for the soreness. There was no apparent rupture except for some seepage, which they could not see due to the location of the device. They also noted that it did come and go. There were no possible steps to resolve the infection without relocating the power device. A contributing circumstance was that the "power supply device" was implanted in the belt line on the left side, and the skin was pinched often causing the infection to occur. Additional information was received from the patient's health care provider (hcp) on (B)(6) stating that there was erosion with the epidural stimulator generator. The erosion of the battery was due to pressure from the belt and waist band. The patient had reported to their family member that it was draining and they had been on intermittent courses of antibiotics, although they had no systemic signs or symptoms. The area did not heal and began to erode to the point of visually seeing the device. The patient then presented to the hcp, who the patient for removal of the generator and epidural leads. The hcp noted that the area did not have any overt purulence. The tissues did not look overly inflamed and there was no sign of infection tracking along the lead track or the epidural end of the leads. The patient had not had any fever, chills, or sweats, and they had not had any progressive back pain. There was not any increasing redness from the site. The patient had taken various medications. The patient's past medical history included chronic back pain. The patient was constipated on a chronic basis and was having increased feeling of urgency and very little urine output on the day of report. The patient complained of dry mouth, but had no cough, no headache, no chest pain, no shortness of breath, and no abdominal pain. Some incisional pain was felt from the recent surgery, but they do not have increased paresthesias down the legs or increased back pain. Physical examination found a bandage and incision over the lower spine midline where the leads were removed. The tunnel site had mild soft swelling, and there was a wound vacuum in place over the generator pocket. There was no evidence of redness, cellulitis, or inflammation seen outside the dressing. Overall, the patient had some dry skin, but no other rashes. Evaluation of the patient's lungs, heart, abdomen, and neurological function indicated no adverse results from the erosion, infection, or explant procedure. Lab results showed a normal white blood cell count (6.7), normal h and h (14 and 44), and normal platelet count (264). Blood urea nitrogen (bun) and creatinine were 19 and 0.9. C-reactive protein was normal at 0.9. The hcp reviewed all culture material sent, and one of them did show some white blood cells on the gram stain from the battery pocket itself. None of them showed any positive stain for organisms. The assessment of the hcp noted that there was generator pocket failure with erosion. Because it had eroded through the surface, there would be contamination and a wound infection. The tissues did not appear to be overly compromised, and there were not a lot of overt signs and symptoms of infection. Lab results indicated that the patient had no signs and symptoms of systemic infection. The patient was to be treated with antibiotics and wound vacuum for the generator pocket. They were to continue treatment and follow up in 1-2 weeks for reassessment. The physician alerted the hcp to rule out urinary retention due to the symptoms or need to void and feeling of bladder fullness. The preoperative and postoperative diagnosis were both "infect ion of the spinal cord stimulator". The procedure performed was "removal of epidural stimulator (generator and epidural leads)". The patient's condition was noted to be "neurologically stable".

Event description:
Additional information was received on april 13th 2016 from a health care provider (hcp) stating that they had conducted an aspiration of the implantable pulse generator (ipg) site on (B)(6) 2015. The patient had been dancing the night before and started experiencing a little bit of swelling and warmth at the ipg site. No pain was reported, and the swelling and warmth had already reduced significantly. They noted that the patient was just concerned and wanted to get the device and their condition checked. The pocket site aspiration was then scheduled, and no further issues were reported to their office.